Manufacturer narrative:
H3 and h6: annex b, annex c, annex d annex g have been amended. Device evaluation: medtronic led an evaluation of the returned monopolar curved shears (mcs), as well as the associated device data. Visual inspection of the returned mcs noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data shows the mcs was attached to two different arms, but no issues or error codes were shown. Evaluation of the monopolar curved shears noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or establish a relationship between the monopolar curved shears and the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total hysterectomy laparoscopic surgery with robot support during tissue detachment operation, when opening and closing of the monopolar curverd shears (mcs) was performed, the movement and sound were different from usual. There was a creaking sound coming from the mcs which seemed to be different from the rotation sound of the sterile interface module (sim). Also there was a swaying movement on the mcs. The mcs was replaced due to the suspicion of wire abnormality and the noise coming from the mcs. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total hysterectomy laparoscopic surgery with robot support during tissue detachment operation, when opening and closing of hte monopolar curverd shears (mcs) was performed, the movement and sound were different from usual. The mcs was replaced. There was no injury to the patient.

Manufacturer narrative:
Additional information was received: new information has been received, and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total hysterectomy laparoscopic surgery with robot support during tissue detachment operation, when opening and closing of the monopolar curverd shears (mcs) was performed, the movement and sound were different from usual. There was a creaking sound coming from the mcs which seemed to be different from the rotation sound of the sterile interface module (sim). Also, there was a swaying movement on the mcs. The mcs was replaced due to the suspicion of wire abnormality and the noise coming from the mcs. There was no injury to the patient.